Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the malfunctions found during the device inspection are traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the repair center for a separate issue. During the device analysis, the ke45 adhesive was observed to be missing from the forceps cover. In addition, the light guide lens has a pinhole. There was no patient involvement.